Event description:
On (B)(6) 2012 the reporter contacted animas alleging that after dropping pump into the swimming pool the up arrow and ok button are no longer responding to presses. Pump is worn in a pocket in a protective case. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or tearing was observed. The keypad buttons were unresponsive during testing. During investigation, evidence of contamination was found under all keypad contacts. Unrelated to the complaint, the pump failed a leak test and evaluation revealed moisture in the pump. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.